Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab would not inflate completely is not able to be confirmed. The returned intra-aortic balloon catheter (iabc) bladder was fully intact. Additionally, the iabc central lumen was broken beneath the teflon sheath. The damage to the iabc central lumen potentially occurred during the withdrawal of the iabc through the teflon sheath. No blood was noted within the helium pathway. Additionally, unrelated to the reported complaint the returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the teflon sheath extrusion. This indicates the iabc was not removed correctly per the instruction for use (IFU). An in-service has been requested to review the instructions for use (IFU) with the customer. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the catheter was inserted to the desired position. When the user began pumping, the balloon did not inflate. As a result, the catheter was promptly removed and replaced successfully. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was inserted to the desired position. When the user began pumping, the balloon did not inflate. As a result, the catheter was promptly removed and replaced successfully. There was no report of patient complications, serious injury or death.